Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, poor water delivery was observed on 12jan2024 during preparation for use inspection. There was no delay, the procedure was completed using a similar device and there was no report of patient harm. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unknown what the clog/foreign material was, when it adhered to the nozzle, if there was a delay in the start of the pre-cleaning or if the scope was immersed in detergent solution. The air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. Unspecified abnormalities in the accessories used for reprocessing were noted and that the customer was curious about what the inside of the insertion tube looked like. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be confirmed what the foreign material clogging the nozzle was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis lucera elite gastrointestinal videoscope had air and water supply clogging. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) (documented here due to character limitation in respective field). The device was returned to olympus for evaluation and the evaluation found that due to deformation of scope cover, water tightness was lost. Due to deformation of up/down knob, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of forceps elevator, up/down knob cannot be locked securely. Bending tube was deformed, adhesive on bending section cover had a chip, scope connector was dirty due to water leakage. Up/down knob had a scratch. Free engage knob had a scratch, forceps elevator had a scratch. The scope cover had a scratch, scope connector had a scratch, plastic distal end cover had a scratch, connecting tube had a scratch, connecting tube had discoloration, scope connector cover unit had a scratch. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, scope cover had a scratch. The switch box had a scratch, suction cylinder was shaved, connecting tube had a scratch, right/left knob had a scratch. The control unit had discoloration, control unit had a scratch, and the scope connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.